Event description:
After deployment of the main body graft, before advancing the iliac leg grafts into position, a sizing catheter was advanced into the aorta to determine the necessary length needed to extend the graft to the external iliac arteries. By extending the grafts the physician thought a better seal in the vessel would be achieved. Angiogram performed noted a good apposition of the leg grafts to the vessel, but a proximal type I endoleak was viewed. Another manufacturer's balloon was advanced to the proximal portion of the sealing stent and inflated. At conclusion the type I endoleak appeared to have been resolved. Due to the close proximity of the graft material to the renal arteries, the physician elected to stent the right and left renal as a precautionary measure. Procedure was concluded as a successful aaa repair.